Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have dry cough and cancer. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 14, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged dry cough and cancer that are related to CPAP device's sound abatement foam. The patient alleged that reporting event of 2 cancers was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an inspection, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack colour insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and was unable to address the patient's symptoms specified. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.